Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was difficulty with recharging. The patient stated she has had a hard time charging because she sees no device found. The patient reported that she has to call someone over to help her position the recharger. The patient stated that people also help her tighten the belt to appoint where she can hardly breath. The patient was able start a charging session with excellent quality. The patient stated she was charging with good quality and she was able to breathe with the belt attached. The patient stated her ins battery was 40% and the controller battery was 60%. The screen resolved prior to calling. Recharging best practices were reviewed. It was recommended the patient charge ins to 100% to increase time between charges. Caller asked how long it typically takes to charge with her stimulation at 2.0. The patient was walked caller through how to change charging speed. Caller changed from 2 to 4. It was suggested the patient call back when the issue was occurring to troubleshoot. Additional information received from a manufacturer representative (rep) and from the patient. It was reported that the patient has to have someone hold the recharger in the right place for her. The patient said since then, things were better, but then on 2019-aug-19 she started seeing the poor recharge quality screen (screen 76). The patient also saw the ins battery level low (screen 66). The patient unplugged and re-plugged in the recharger but the issue persisted. It was reviewed that since the patient was calling about the same issue and that she has trouble finding the right spot, the issue was likely not with the equipment. A rep reported that the location of where the patient's battery is at is very difficult for her to reach to get the recharger over the top of it to recharge. The patient said the battery was too high up in her back to reach to recharge. The patient was going to have a friend come twice a week to help her position the recharging head over the battery. The issue was said to be resolved. The patient may need to follow up with the hcp to discuss the battery location. No further complications were reported.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6)2019. It was reported that the placement of the ins in the patient's back was physician preference. The physician typically placed above the belt line. No further complications were reported/anticipated.